Manufacturer narrative:
The reported complaint of leak solex 7 catheter was not confirmed during visual inspection and functional test. A visual inspection of the returned catheter was performed and found no physical damage. The serpentine balloons were examined and there were no tears, balloon bond detachment or rupture. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for solex 7 catheter with lot number 73697.

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during therapy use, a (B)(6) years old male was hospitalized for neuro-fever. Smooth insertion of the solex 7 heparin catheter (ln 73697) through the patient's left subclavian. After 24 hour of dwell time, user noticed saline leakage on the floor and found top cap of the start-up kit (suk) lot number unknown was damaged. A new suk (ln 74154) was used but immediately the user observed saline leak but could not find where the issue was leaking from. After the second issue with the suk, the customer claimed that there was also leaked on the solex 7 catheter as well. System alert of "air trap" noticed on the thermogard console, however, a third suk and a new solex catheter were placed on the patient and the therapy continued with no issues. Hence, no known impact or consequence to patient.